Manufacturer narrative:
Updated to reflect the information received on 2017-oct-03 and 2017-oct-06. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-03 from the manufacturer's representative. It was reported that the patient's pump w as replaced "with issue" and that the patient was receiving good therapy. On 2017 (B)(6) additional information was received which confirmed that the "with issue" reported previously was meant to be "without issue". An accurate report of the event is "the patient's pump was replaced without issue and the patient was receiving good therapy." No further complications were reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (unknown), concentration 15 mg/ml at dose/frequency 5 mg/day via intrathecal drug delivery pump for an unknown indication for use. The hcp reported a motor stall. There were no known environmental, external or patient factors that may have led or contributed to the issue. It was reported that the pump was critically alarming since 2 days before the date of this report and that the patient reported withdrawal symptoms and increased pain. The hcp reported that surgical intervention was planned but not scheduled: they planned to replace the pump as soon as possible. The hcp reported that they were going to supplement with orals. It was reported that the issue was not resolved at the time of this report. The patient status at the time of this report was stated as "alive - no injury." The patient¿s medical history included low back pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional via the manufacturer representative. It was reported that the pump was put to minimum rate, the cause of the motor stall was not determined. It was unknown as to whether the motor stall issue had been resolved. Pump replacement date had been set for (B)(6) 2017. No further complications were reported.